Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care profession reported that, during the intraocular lens (iol) implant procedure the lens optic was noted to have a tear through the center portion. The lens was removed during the initial procedure. Additional information has been requested however no further information available.